Event description:
It was reported that the lead was capped and replaced due to inappropriate therapy caused by noise. Patient condition during the procedure was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.